Event description:
It was reported that during a thyroid procedure, the white pad is flaking off. The same device was used to complete the procedure. There was no adverse consequence to the pt. The device was discarded.

Manufacturer narrative:
Device was not returned for evaluation.